Event description:
It was reported that during preparation of the 2.5 x 12 mm mini vision stent, it was noted that a few struts of the stent were flared. The device was not used on the patient. The device was replaced with a similar sized mini vision device. There was no patient involvement and no clinically significant delay in the procedure. No additional information has been provided. Returned device analysis noted balloon peeling and a hole in the soft tip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent damage could not be confirmed. Balloon material shredding and a hole in the soft tip was noted. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.